Event description:
Boston scientific received information that, this device and right ventricular (rv) lead declared a red alert due to high pacing impedances greater than 2,000 ohms. The patient's physician is aware of the situation and the pacing system remains implanted at this time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. Due to no return of the device laboratory analysis could not be performed to confirm or determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.